Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the cutter insertion as the device would not retain the cutter. It was also observed that the pawl release castellations were worn, the lock cylinder castellations were worn, and the pawls were damaged. The issue with the device not retaining the cutter was due to damaged pawls. The pawl, lock cylinder, and pawl release damage was caused by trying to operate the device in the load position or by pushing down on the disconnect sleeve while the device is in operation. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while cleaning the motor device after surgery, it was observed that the device would not hold the cutter device. During in-house engineering evaluation, it was observed that the device pawl release castellations were worn, the lock cylinder castellations were worn, and the pawls were damaged. There were no delays to a surgical procedure. It was unknown if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.